Event description:
On attempt to insert catheter, unable to advance catheter because needle had retracted into the catheter. No discomfort or redness at IV site.the critikon company was notified of the problems with protective IV catheters. The catheters were returned to the protective IV catheters. The catheters were returned to the company for testing. Results of the investigation are attached. Many of the difficulties were thought to be the result of faulty technique. A nurse clinician from the critikon company visited the hospital in october and re-inserviced the employees who had submitted reports. Since that time I have received no rep[orts of faulty cathetersinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.